Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Event description:
Customer had been swimming in the sea prior to the reported malfunction.

Manufacturer narrative:
Correction: b5, h10: code 67 removed, code 61 added per the user guide: your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. Correction: b5, h10: code 67 removed, code 61 added per the user guide: your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to customer's blood glucose.